Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms and low and weak battery alarms. Customer's blood glucose was 47 mg/dl. Customer reported that healthcare professional adjusted insulin pump six months prior to event. Customer was able to resolve no delivery with a complete set change. Customer also had an emergency room visit on (B)(6) 2016 and blood glucose levels were unknown. Customer was having chest pains and it was found that customer had a mild heat attach and a stent was inserted.